Manufacturer narrative:
(B)(4). Journal article link: http://www.afrjpaedsurg.org/text.asp?2013/10/3/217/120878. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / proceed mesh involved contributed to the adverse events described in the article? Specifically: recurrent hernia, seroma drainage, stitch sinus. If yes, provide details of event and suture product code. Provide product code and lot number of proceed mesh. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions.

Event description:
It was reported in a journal article that the patient underwent an open incisional hernia repair procedure on unknown date and the mesh was implanted in sub-lay technique. It was possible that the early postoperative complication was seroma discharge that drained from the wound and did not progress to frank wound sepsis. It was possible that the patient experienced the late postoperative complication such as chronic stitch sinus that needed excision and/or recurrent herniation five to eight months post-operatively, and was scheduled for re-operation. Additional information has been requested.